Event description:
IV administration set allowed leakage below the soluset of approximately 300 cc's of hyperalimentation solution onto the floor. There was no apparent leak, crack or disconnection. The manufacturer has been contacted and the device will be returned.

Event description:
The device was reported to be available for investigation. Co has requested the disposable tubing and have issued a prepaid label for it's return in 2005. Co has not received the set to date. If the set arrives for investigation co will submit additional info in a follow up report. Co can not determine the expected frequency based on the info available.